Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported a patient underwent a revision surgery for extension via plif at l4-s1 approximately 7 months post-op. At the time unscrewing breakoff setscrews to remove rods, a star-shaped metal fragment looked like a driver tip was found inside of a plug. The fragment was tubular and it made unable to grip the setscrew. Thus, a facility-own l-shaped awl was used to remove the fragment and then the setscrew was successfully removed with using a driver. The surgical time was extended less than 15 minutes due to the incident.